Event description:
Baxter (B)(4) received a report that an infusor had stopped infusing during patient use. The concomitant medical products are currently unknown. This condition interrupted therapy. The facility did not have information regarding any reports of patient injury or medical intervention in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. The sample was not returned to baxter for evaluation. Therefore, the reported condition could not be confirmed and the root cause could not be determined.